Event description:
Rayner intraocular lenses limited received notification from a healthcare professional of an event that occurred following implantation of an unspecified rayner iol. The healthcare professional reports that the patient is suffering from anterior capsular contraction syndrome (accs) post-operatively. The healthcare professional notified the rayner sales specialist that he believed that the phaco machine utilized may be somewhat implicated. The healthcare professional explained that after lens implantation, he had found that nuclear material was still present in the eye and hadn't been broken down by the phaco machine. Material left within the eye could potentially trigger lens epithelial growth therefore contributing to accs. Accs has been associated with multiple entities. Most common is a small diameter capsulorhexis. Zonular weakness, chronic intraocular inflammation, uveitis, pseudoexfoliation syndrome, retinitis pigmentosa, advanced age, diabetes mellitus, behcet's syndrome, myotonic muscular dystrophy, and high myopia, are known risk factors. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00073.